Event description:
Health care provider indicated that device worked properly for a while shortly after implant. Despite pt's dosage being titrated upward, pt received no greater pain relief. Catheter patency was normal, but on fluoroscopy, it was determined that the rotor had stalled. The pump was explanted in january, pt had a new device implanted in may, and is doing well with new device.

Manufacturer narrative:
4/28/1999 h6- primary finding of device analysis revealed pump shim folded over roller arm wheel causing motor to stall and creation of a continuous leak path.